Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection and inappropriate treatment. It was further reported that the device detected two episodes of ventricular fibrillation (vf); however, the investigator classified the events as atrial fibrillation (af). The device remains in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194 implantable pacing lead, (B)(6) 2005; 4076 implantable pacing lead, (B)(6) 2005. (B)(4).